Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/se: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the device was removed, the clip was deployed in the flex-guide. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.